Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to customer. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.